Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the rear wheel of an ak 98 machine fell off during the disinfection process. The device was at risk of tipping over. There was no patient involvement. No additional information was available.

Manufacturer narrative:
Additional information: h6, h11. H11: the device was not received for evaluation; however, the device was evaluated on site by a qualified technician. Visual inspection of the machine showed a loose tire that was detached from the base and could not be adjusted. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the defective wheel which was replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.